Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that he experienced overstimulation during an attempt to initiate therapy. Follow-up on this matter found that efforts to resolve the reported issue via reprogramming have been unsuccessful, and the pt is only receiving stimulation in his rib area. Furthermore, the pt allegedly has an abnormality with his spine that is preventing further treatment with the scs system. As such, he has discontinued use of the therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-00036.

Manufacturer narrative:
Results: as received, the paddle lead was cut into several segments. The lead was returned cut as a result of the explant procedure. The lead was damaged beyond functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-00036. The patient¿s lead and ipg were returned to the manufacturer for analysis. Neither the date of explant nor specifics regarding the procedure were provided. An additional report is being submitted for the patient¿s ipg.